Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a sudden increase in shock impedance measurements from 50 ohms to greater than 200 ohms. No adverse patient effects were reported. The patient was to undergo a revision procedure in the near future. Additional information indicates that this patient underwent a revision procedure. The physician first replaced the ICD; however, the high out of range impedances continued; therefore, the rv lead was surgically capped and abandoned. It was determined that the lead was the source of the high out of range impedances. A new ICD and rv lead was successfully implanted.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.